Event description:
Per the clinic, the patient experienced pain and non-auditory stimulation with device use. The device was explanted (B)(6) 2011. There are currently no plans to reimplant the patient with another device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.